Event description:
Attempted to wear my contacts on (B)(6) 2017 and noticed unk particles in the contacts. I was unable to wear them and had to dispose of a pair of contacts. I am under the assumption that both boxes now have similar issues. Frequency: daily. How was it used or taken: ophthalmic.